Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smart touch bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure after completion of ablation, cardiac tamponade was confirmed. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was reported to be in stable condition and remained overnight at the hospital. There¿s no information regarding patient¿s outcome or physician¿s causality opinion. The output and activated clotting time (act) are unknown. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.